Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The stm recalibrated the transducers and increased the vacuum. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use.

Event description:
The customer reported vacuum restriction message on the intra-aortic balloon pump (iabp) while in use on patient. No patient harm was reported.